Manufacturer narrative:
Difficulty breathing, burning eyes, and runny nose. This MDR is a duplicate of an MDR filed by advanced sterilization products. Minntech was notified of this issue on (B)(6) 2011. Advanced sterilization products (asp), co-manufacturer, provides all maintenance and technical support for this device. Asp has evaluated this device and has found controller board failure, causing cidex to overheat, creating a steam that may have been the cause of the eye irritation. (B)(6) 2010, asp sent a heater disconnection letter to the facility to avoid any over-heating issues. No additional patient information available at time of this report. If additional information is received, minntech will review upon receipt. (B)(4).

Event description:
A report was received that a hcw (healthcare worker) had difficulty breathing, burning eyes, scratchy throat, runny nose and headaches when she turned on the aer which had cidex opa in the reservoir. The hcw was sent to ER where she was given breathing treatment, an inhaler, steroid injections and prescribed mednebs. Per the customer, the fse (field service representative) informed them that the aer had heated the solution to over 200 degrees fahrenheit. It is unknown if the sterile processing room was well ventilated.